Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise during the device changeout procedure. Automatic setup was completed with noise in the primary and alternate vector. The patient was then hospitalized and the electrode was deactivated. This electrode is expected to be replaced at a future date, however currently remains in service. No additional adverse patient effects were reported.